Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without a problem and no damaged noted on the device. The balloon replaced for a different model to complete the procedure. No complications reported, and patient status was good.